Manufacturer narrative:
Upon receipt of the device it was observed there was a small piece that was missing. Block g4 has been updated accordingly. Additional information will be provided once investigation has been completed.

Event description:
It was reported that the device broke inside the patient. The parts did not separate, but it was very difficult to remove the device from the patient.

Event description:
It was reported that the device broke inside the patient. The parts did not separate, but it was very difficult to remove the device from the patient

Manufacturer narrative:
The reported device was returned for investigation were the reported failure mode was confirmed. Visual inspection confirmed the jaw hinge is broken. The piece that broke off from the jaw hinge was not received with the instrument. The jaws were viewed under a microscope, it was noticed the blades did not have a straight edge. The probable root cause is a dull blade causing the operator to use excessive force. In sum, the device was returned for investigation and the reported failure mode could be confirmed. The failure mode will be trended for future vigilance.